Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It has been reported that the lot number could be z000007369 or z000007447. It is uncertain at this time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all from the time of opening. It was confirmed that some liquid leaked from the battery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047501, lot number z000007369, identified no relevant deviations or anomalies. Product examination found that the unit had a battery leak that caused significant corrosion of the battery terminals. This complaint is confirmed. The root cause of the reported event was that there was a battery leak. However, the root cause for this event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.